Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection could not be conducted since the device sample was not available for evaluation. The lot number is not available. The complaint sample was not returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
The customer alleges that the light on the blade flickers. One doctor suspects that it happens when he lifts a large patient and the blade may slip a little. No report of a patient injury/harm.